Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown but related to a car crash. The caller stated that the customer had kidney issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the customer was driving and lost control. The customer had left their house while having issues. The customer may have been using expired reservoirs. The caller declined to return the insulin pump for analysis.